Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer could not recall if the blood glucose level was impacted. As the customer changed the cartridge and infusion set, tandem tech support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.